Event description:
The manufacturer's representative reported the pump was implanted in 10/25/2005. It was not filled or started at that time. The patient was seen at the clinic in 2005. The pump was filled with morphine 5mg/ml to run at 1.9993mg/day. The hcp was able to put 33.9cc into the reservoir. The next morning, the patient's spouse was unable to awaken patient. Patient was taken to the emergency room and given 3 doses of narcan without effect. The pump was interrogated and all the settings were reported to be okay. The priming amounts were reviewed and were correct. The patient was intubated and transferred to the university hospital. The pump was turned off the next day. Two days later the pump was restarted at a minimal dose.